Event description:
Reporter alleged customer obtained discrepant blood glucose values of 59 mg/dl back to back with a result of 159 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated, the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing and gave customer apple juice based on the lower result. No other actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.